Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the t20 screwdriver shaft (part # 279702050, lot # gm4926202) was received at us cq. Upon visual inspection, it was observed that the distal tip (drive feature) of the device was twisted. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as end-of-life indicators for the device. No breakage was observed on the device. Yes, the received condition was consistent with the complaint condition thus the complaint was confirmed. Conclusion: the complaint was confirmed for the t20 screwdriver shaft (part # 279702050, lot # gm4926202). After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for t20 screwdriver shaft was conducted identifying that lot number gm4926202 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 05 jan 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the surgeon used custom awls to access the pedicle, and then inserted the 7.0x50mm cortical fix screw at l5 on the right side. As the screw was being inserted the tulip head popped off disengaging from the body of the screw. The surgeon attempted to remove the body of the screw with a t20 driver but stripped the t20 cannulated driver. The surgeon also stripped the t20 non cannulated driver and fractured the tip of the mini open driver. The broken tip of the mini open driver was possibly inside the hex of the screw. The next attempt to remove the shaft of the screw was to use a screw removal reverse thread instrument, which failed to remove the screw. The surgeon was able to successfully remove the fractured instrument and confirmed with both x-ray and matching it up, that the instrument was removed. The screw remained in the patient with a rescue screw 5.0x50mm placed directly beside it. To insert the rescue screw, the surgeon used a jam shidi, and guide wire with 4.35mm tap. The rescue screw had no issue, and the surgeon was able to pass the rod and finish up. The tulip was recovered, the shaft of the 7.0x50mm screw remains in the patient, the tip of the mini hex driver is missing, and the fragment from the screw removal set was removed and accounted for. There was a surgical delay of estimated thirty (30) to forty-five (45) minutes. Patient status is unknown. The procedure was successfully completed. This report involves one (1) expedium spine system screwdriver t20. This is report 3 of 4 for (B)(4).